Event description:
The doctor reported that implant was removed due to loss of osseointegration approximately two and a half years since the implant placement date. Oral hygiene around the implant site was good. Bone quality at surgical site was type 2. During the surgery, local infection was observed. Patient will later require another surgical intervention.